Event description:
It was reported that the patient¿s therapy was not working. The patient saw a doctor on (B)(6) 2013 and this healthcare provider (hcp) thought she was in renal failure. The patient stated that they tried to do steroid blocks and they could not drain anything out of her bladder and ¿that was not normal.¿ the patient was supposed to have an appointment on the day of the report with a new hcp for the therapy, but she missed it because ¿she got klonked on the head with a "friggin" 40 pound door last night.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28 lot# va01qa5, implanted: 2012 (B)(6); product type lead. (B)(4).